Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant was removed due to implant fracture. Patient came with crown mobility and doctor noticed that implant was fractured. Tooth location 19.

Manufacturer narrative:
A imp,tsv,4.1mm,dual sel,ha (tsv4h11) was returned for investigation. Visual inspection of the as returned product identified bone on threads and a fracture at the collar section. No pre-existing conditions were noted on the per. The reported device was located at tooth site 19 (universal) and was used for approximately 2 years 10 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63748116). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63748116) for similar event and no other complaint was identified with the keyword fracture. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.